Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The instructions for use/training manuals were reviewed for guidance/instruction involving the sapien 3 valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event of stenosis was unable to be confirmed as medical record and/or imagery were not provided for evaluation. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Per medical opinion, valve stenosis was likely due to the patient's autoimmune disorder and the patient experiencing constant infection. It was thought that the patient's body was attempting to reject the valve. Autoimmune disease can cause inflammatory/scaring of the valve leaflets leading to early degeneration. It can also increase the risk of infective endocarditis. Damaged or abnormal valves (tissue scaring) are more susceptible to bacteria or fungal infections. As such, available information suggests that patient factors (autoimmune disease and infection) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported by an edwards lifesciences sales specialist, a patient underwent a valve in valve procedure approximately 4 years and 9 months post deployment of a 23 mm sapien 3 valve implanted in the aortic position via transcarotid approach. The 23 mm sapien 3 valve had severe stenosis. The physician stated early failure of the 23 mm sapien 3 valve was likely due to the patient's autoimmune disorder and the patient experiencing constant infection. It was thought that the patient's body was attempting to reject the valve.

Manufacturer narrative:
Investigation is ongoing. Device remains implanted.